Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the check of the device was done and no malfunction was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. The device's logs have been evaluated by subject matter expert from manufacturer's site. Review of the device's logs shown that on reported date of event there was a normal shutdown with the switch. Further analysis shown that prior to that shutdown, there was a disconnect period. Prior to ventilation and reported issue - the pre-use check was not performed. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as expiratory minute volume low, peep low, patient circuit disconnected or check tubing indicate an excessive leakage in the patient circuit. Generated alarms indicate that there was improper connection of the patient to the ventilator (disconnect situation). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Our conclusion is that there was no technical malfunction of the ventilator. According to the customer there was a stop of ventilation, however the device's logs do not confirm any unintended shutdown. It is possible that the issue noticed by the user was the disconnection situation, which is confirmed in provided logs. The root cause of the issue has not been determined. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800

Event description:
It was reported that the ventilator stopped while connected to the patient. There was no patient harm reported. Manufacturer's ref. #: (B)(4).